Event description:
Allegedly very active, race car driver. Allegedly head removed due to revision to neck.

Manufacturer narrative:
Investigation is not complete. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. Trends will be evaluated. The event device code is addressed in the package insert. This is the same event as 1043534-2008-00312, 00314. This report will be updated when the investigation is complete.